Event description:
It was reported that the device was explanted and replaced due to an inability to defibrillate the pt. The physician elected to add a sub-q coil and implant a new device to accommodate the sub-q coil.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal.